Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that his cassettes were leaking. It was unknown if this event occurred during treatment. The implicated lot number was unknown. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated he had last spoken with the patient several days after the reported incident and stated the patient did not mention any cassette leaks to him. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using the cycler and indicated no known treatments were missed. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Additional information was requested and was not received to date.